Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the pressure was not stable. It was noted, even though the pressure was stopped at ¿10¿, it went up to ¿40¿. It was also noted that, even though the flow meter was stopped, an air supply noise was observed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, the set/measured value or flow rate on the high flow insufflation unit could not be recognized accurately. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information and a correction (to h10) based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed. Evaluation and testing reported that the device functioned as intended with no defects. The definitive root cause of the inaccurate reading of the set/measured value or flow rate could not be determined. Olympus will continue to monitor field performance for this device.